Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was report that the customer did not fill their cartridge with room temperate insulin, and they did not perform their air removal step while loading their cartridge. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.